Event description:
It was reported that the device was fractured. A 75% stenosed target lesion was located in the coronary artery. A 145, 5-in-6 guidezilla was selected for use. During the procedure, it was reported that the device was fractured when it was inserted inside the patient. The device was withdrawn and replaced with another of the same device. There were no patient complications reported and the patient condition post procedure was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter in two pieces. The hypotube, collar, distal shaft and tip were microscopically and visually inspected. Inspection revealed a complete separation at the collar with the ptfe completely pulled out of the collar, shaft damage (flattened) for 4mm located at the proximal edge of the shaft, and numerous kinks in the distal shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that the device was fractured. A 75% stenosed target lesion was located in the coronary artery. A 145, 5-in-6 guidezilla was selected for use. During the procedure, it was reported that the device was fractured when it was inserted inside the patient. The device was withdrawn and replaced with another of the same device. There were no patient complications reported and the patient condition post procedure was stable.